Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there was cable watertightness failure, no video due to cable buckling, watertight switch, and watertightness of image capture.